Manufacturer narrative:
Visual evaluation shows a chip on the right plunger case, chipped top case corners, cracked bottom case. Functional testing was conducted and on first and second power up there was an abnormal third beep at start up test followed by paa post, then by acu watchdog failure. On the third start up the alarm was cleared. The 'check syringe plunger sensor' could not be duplicated, however the flippers were visibly uneven and stuck open due to incorrect assembly of the plunger head by the customer. A software update has been performed and will remediate the primary audible alarm issue. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a check syringe plunger sensor. No adverse patient effects were reported by the customer.